Event description:
Following an open cholecystectomy, the patient was placed on naso-gastric suction. The ng tube was attached to the suction device (vacutron unit that is the subject of this report) via a vaku-tron ii suction collection unit. The suction regulator was set to cycle intermittently at less than 100 mmhg applied suction (verified as functioning at these settings on 9/27/93 - during morning nursing rounds). At 2:05 p.m., the patient's gastric drainage was observed to contain bright red blood. Suction was observed on the same setting (intermittent) as a.m. There had been no adjustment of the regulator in the intervening time, but it was not cycling intermittently. Instead, it was suctioning continuously at 120 mmhg pressure, per guage. Pt. Was placed on another functioning suction regulator. Physician initiated a continuous tagamet intravenous drip after assessing the patient. Physician's addessment of the patient and this event was that the bleeding from the patient's stomach was directly attributable to the malfunction of the suction regulator. The bright red bleeding ceased as of 5:30 p.m. On 9/27/93. There was no recurrence as of 9/29, when the ng tube was removed. The suction regulator was removed from service. It was visibly inspected, inserted into two different wall suctionsources and did not cycle intermittently during either test. Call was placed to manufacturer to determine if they would prefer to have the equipment returned to them for inspection, replacement or repairs of have this work done by our contract biomedical service. At their request, the regulator is being returned to manufacturer. Prior to the completion of this report our contract biomedical service engineer inspected the device and verified that it does not cycle in intermittent mode. No repairs or setting changes were made prior to return of the device to the manufacturer.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: other. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: failure to cycle, other. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.